Event description:
Patient reported right side rupture. Additionally, healthcare professional reported infection (abscess), and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
The events of "capsular contracture, infection, and abscess" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture, infection (early onset), abscess, and capsular contracture. Baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6.

Event description:
Patient reported right side rupture. Additionally, healthcare professional confirmed the rupture and reported infection (abscess), and capsular contracture, baker grade unknown. Device has been explanted..

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture confirmed via ultrasound. The device has been explanted.